Manufacturer narrative:
The technical application specialist (tas) visited the customer site. There were no problems with the calibrations or controls. The tas performed a precision test. All the cv% were lower than the expected. Concentration 24,71 ug/l - cv% 1,20%, concentration 0,937 ug/l - cv% 1,70%, concentration 0,243 ug/l - cv% 1,50%, concentration 0,109 ug/l - cv% 3,80%. The cause for the discordant advia centaur xp troponin ultra results is unknown. Preanalytic variables can affect the quality of the sample. While there is insufficient information to determine the cause of the false results, preanalytic factors cannot be ruled out leading to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur xp troponin ultra (tni-ultra) result was obtained on a patient sample. The patient sample was repeated on the advia centaur xp and the dimension loci. The results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.